Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient that was treated with a +1.50 sphere instead of a -1.50 sphere in the right eye. The doctor immediately retreated the eye with -3.00 sphere. The patient still complains of blurry vision in the right eye. Additional information received stated symptoms have not resolved. The incorrect treatment was caused by human error.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. A review of the treatment report shows the patient's right eye was treated first time with the refraction sphere +1.5, cylinder 0, axis 0 and then retreated on the same day with refraction sphere - 3.0, cylinder 0, axis 0. According to the attached document the pre refraction of the patients right eye is sphere -1.25, cylinder -0.25 , axis 25. Therefore, the reported incorrect treatment caused by wrong entry of the sphere value by the user. The event is not related to technical side of the product. The root cause is user error. The manufacturer internal reference number is: (B)(4).